Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic right hemi-colectomy the stapler misfired. It did not cut or staple appropriately, creating a jagged tear requiring a small additional resection. There was no long term consequence. There was unanticipated tissue loss and a delay in surgery, increasing risk to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The initial visual inspection of the instrument by the pmv investigator noted no instrument abnormalities. No sulu was received with the instrument. No damage observed in the anvil or in any of the components of the firing mechanism (center bar, pushers, firing knob). Anvil was inspected finding no damage, and staple tracks were not observed as to evidence deployment of staples. The instrument mechanism was manually activated finding that it function properly. A representative reload was loaded without any difficulty. It was fired using indicated test media (3 layers of red foam) with acceptable staple formation and clean, complete cut. The functional evaluation of the instrument did not show evidence any difficulty in the firing mechanism that would cause a misfire as reported in the complaint description. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.